Event description:
It was reported that there was a major tubing break in the endoscope reprocessor. The event occurred during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility to inspect the machine. The following actions were taken: updated the machine to software version v 1.10. Performed relief valve pressure adjustment as described in the technical guide. Ran a full cycle with no error codes and no leaking components. Conducted an electrical safety test. The machine was left ready for use. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d8, g2, h3, and h4. Corrected d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be that the connector pin was broken by external stress at equipment handling. Besides, if the equipment was used with the pin of the connecting tube damaged, it may have caused liquid transfer defects, which would lead to reprocessing defects. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The user can detect abnormality by performing the following inspection. Chapter 5: inspection and preparation before use. 5.7 inspecting the connecting tubes and leak test air tube. Before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak tests of air tube connectors. There should be no bends or breaks in the pin of the connecting tube connector and leak test air tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace it with a new one. Warning: do not use the connecting tubes or leak test air tubes if they have any irregularity. Doing so could prevent effective reprocessing or damage the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.